Event description:
Patient had surgery in 2007, and had problems with the staples protruding. Surgeon removed the staples eight months later. Right after that she presented with a bump from the screw and she have it drained three times but it kept filling. In 2008, surgeon named the screws and did a bone graft.

Manufacturer narrative:
Product recall initiated in 2007.